Event description:
I used air optix night and day 30 day contact lenses. I would leave them in for 30 days and then throw them away. On march 30 I developed an irritation eye pain, I remove my contact and rinsed it and put it back in. I remove the contact that night at bedtime. The pain got worse the next morning, after going to 3 different doctors in one day and the emergency room. I was diagnosed with a corneal ulcer. I have been unable to work since that day. I am still suffering pain and loss of vision to my right eye. I am currently a patient at(B)(6) in (B)(6). I am possibly going to lose my job and my health insurance because I'm unable to see. I have worn these contacts for probably at least three years. This is the most painful thing that has ever happened to me. I was unaware.